Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 was sticky and hard to open. A field service engineer upon arrival no failure on the screen, then found full height drawer 4 was sticky and hard to open, replaced the drawer slide rail to resolve the issue, repair was tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user attempted to pull a different medication and then attempted to pull methadone (25 ml and 10 ml). The drawer failed to open. The nurse attempted a recovery, but the drawer failed again. A pharmacy technician was able to recover the drawer however they noted that it was sticking and continued to fail repeatedly. The nurse currently able to pull medications, but the drawer was still sticking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.